Manufacturer narrative:
H.6. Investigation summary: bd had not received samples, but 1 photo was provided for investigation. The photo was reviewed and the indicated failure mode for poor barrier separation was observed. Additionally, 100 retention samples from bd inventory were evaluated by visual examination and gel issues were not observed. Complaints for sample quality are under statistical control for the month of april 2023. At this time, further testing is not indicated. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode poor barrier separation. Bd was not able to identify a root cause for the indicated failure mode.

Event description:
It was reported that during use with bd vacutainer® sst¿ ii advance plus blood collection tubes there was poor barrier separation of sample. Patient had to return for recollection. Patient 3 of 3. The following information was provided by the initial reporter: on 3 different occasions a gold tube on ice has had a peculiar reaction. None of these samples were resulted. All 3 patients were asked to return for another blood test. The sample was centrifuged ¿ as were the other 2 samples tube was placed in a specimen bag with an icepack.

Manufacturer narrative:
H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that during use with bd vacutainer® sst¿ ii advance plus blood collection tubes there was poor barrier separation of sample. Patient had to return for recollection. Patient 3 of 3. The following information was provided by the initial reporter: on 3 different occasions a gold tube on ice has had a peculiar reaction. None of these samples were resulted. All 3 patients were asked to return for another blood test. The sample was centrifuged ¿ as were the other 2 samples tube was placed in a specimen bag with an icepack.